Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease") and uterine infection ("uterine infections") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), uterine infection (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), alopecia ("hair loss"), back pain ("back pain"), menstruation irregular ("sporadic menstrual cycles"), abdominal pain lower ("excessive cramping"), vaginal haemorrhage ("heavy vaginal bleeding") and fungal infection ("yeast infections"). The patient was treated with surgery (hysterectomy to remove essure device). Essure was removed in (B)(6) 2011. At the time of the report, the pelvic inflammatory disease, uterine infection, pelvic pain, dysmenorrhoea, abdominal pain, dyspareunia, alopecia, back pain, menstruation irregular, abdominal pain lower, vaginal haemorrhage and fungal infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fungal infection, menstruation irregular, pelvic inflammatory disease, uterine infection and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), uterine infection ("uterine infections") and pelvic pain ("pelvic pain") in a 27-year-old female patient who had essure (batch no. 641434) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "doctor noted difficult placement of the device.". The patient's past medical history included pancreatitis, acute pyelonephritis and lymphadenopathy mediastinal. Concurrent conditions included morbid obesity. Concomitant products included duloxetine, loratadine and sertraline (zoloft). In 2009, the patient experienced depression ("depression"). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("painful menstrual cycles"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced dyspareunia ("painful intercourse"). In (B)(6) 2010, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced uterine infection (seriousness criteria medically significant and intervention required) and candida infection ("candida infection"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), alopecia ("hair loss"), back pain ("back pain/mid-back"), menstruation irregular ("sporadic menstrual cycles"), abdominal pain lower ("excessive cramping"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal vaginal"), fungal infection ("yeast infections"), menorrhagia ("menorrhagia"), fatigue ("fatigue"), migraine ("migraine"), headache ("headache"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), anxiety ("anxiety") and adhesion ("other injury(ies) or complication(s) please describe:adhesion"). The patient was treated with surgery (hysterectomy to remove essure device) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure was removed in (B)(6) 2011. At the time of the report, the pelvic inflammatory disease, dysmenorrhoea, dyspareunia, alopecia, menstruation irregular, vaginal haemorrhage, menorrhagia, fatigue, migraine, headache, vaginal discharge, weight increased, anxiety, depression and adhesion outcome was unknown and the uterine infection, pelvic pain, abdominal pain, back pain, abdominal pain lower, fungal infection and candida infection had resolved. The reporter considered abdominal pain, abdominal pain lower, adhesion, alopecia, anxiety, back pain, candida infection, depression, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, menorrhagia, menstruation irregular, migraine, pelvic inflammatory disease, pelvic pain, uterine infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), uterine infection ("uterine infections") and pelvic pain ("pelvic pain") in a 27-year-old female patient who had essure (batch no. 641434) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "doctor noted difficult placement of the device.". The patient's past medical history included pancreatitis, acute pyelonephritis and lymphadenopathy mediastinal. Concurrent conditions included morbid obesity. Concomitant products included duloxetine, loratadine and sertraline (zoloft). In 2009, the patient experienced depression ("depression"). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("painful menstrual cycles"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced dyspareunia ("painful intercourse"). In (B)(6) 2010, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced uterine infection (seriousness criteria medically significant and intervention required) and candida infection ("candida infection"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), alopecia ("hair loss"), back pain ("back pain/mid-back"), menstruation irregular ("sporadic menstrual cycles"), abdominal pain lower ("excessive cramping"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal vaginal"), fungal infection ("yeast infections"), menorrhagia ("menorrhagia"), fatigue ("fatigue"), migraine ("migraine"), headache ("headache"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), anxiety ("anxiety") and adhesion ("other injury(ies) or complication(s) please describe:adhesion"). The patient was treated with surgery (hysterectomy to remove essure device) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure was removed in (B)(6) 2011. At the time of the report, the pelvic inflammatory disease, dysmenorrhoea, dyspareunia, alopecia, menstruation irregular, vaginal haemorrhage, menorrhagia, fatigue, migraine, headache, vaginal discharge, weight increased, anxiety, depression and adhesion outcome was unknown and the uterine infection, pelvic pain, abdominal pain, back pain, abdominal pain lower, fungal infection and candida infection had resolved. The reporter considered abdominal pain, abdominal pain lower, adhesion, alopecia, anxiety, back pain, candida infection, depression, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, menorrhagia, menstruation irregular, migraine, pelvic inflammatory disease, pelvic pain, uterine infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion most recent follow-up information incorporated above includes: on 26-jul-2018: plaintiff fact sheet received. Event adhesion was added. Lab data added. Historical & concomitant drugs conditions are added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), uterine infection ("uterine infections") and pelvic pain ("pelvic pain") in a 27-year-old female patient who had essure (batch no. 641434) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "doctor noted difficult placement of the device.". The patient's past medical history included pancreatitis, acute pyelonephritis and axillary adenopathy. Concurrent conditions included morbid obesity. Concomitant products included duloxetine, loratadine and sertraline (zoloft). In 2009, the patient experienced depression ("depression"). On (B)(6) 2009 the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("painful menstrual cycles"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), uterine infection (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), alopecia ("hair loss"), back pain ("back pain/mid-back"), menstruation irregular ("sporadic menstrual cycles"), abdominal pain lower ("excessive cramping"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal vaginal"), fungal infection ("yeast infections"), menorrhagia ("menorrhagia"), fatigue ("fatigue"), candida infection ("candida infection"), migraine ("migraine"), headache ("headache"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy to remove essure device) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure was removed in december 2011. At the time of the report, the pelvic inflammatory disease, dysmenorrhoea, dyspareunia, alopecia, menstruation irregular, vaginal haemorrhage and fatigue outcome was unknown and the uterine infection, pelvic pain, abdominal pain, back pain, abdominal pain lower, fungal infection and candida infection had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, candida infection, depression, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, menorrhagia, menstruation irregular, migraine, pelvic inflammatory disease, pelvic pain, uterine infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.6 kg/sqm. Hysterosalpingogram - on 15-jan-2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, other relevant history and lab data updated. Essure lot number, indication and removal date was added. Events: menorrhagia, fatige, candida infection, vaginal discharge, weight increased, anxiety, depression, device difficult to use were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.